Event description:
Hcp stated customer's breeze2 meter had been reading in mg/dl but changed to mmol/l. According to the model number provided, the meter should be locked to mg/dl. No adverse event was alleged. The meter was replaced and customer returned his meter for evaluation.

Manufacturer narrative:
Initial reporter information was not provided.